Event description:
A hospital reported via a fisher & paykel healthcare representative that 20 units of the rt235 infant evaqua breathing circuit were found to be 'unclosed at the infant swivel y-piece'. Leak tests carried out on a servo ventilator indicated leakage at a rate of '7mbar from 40mbar'. The leaks were detected prior to patient use. No patient consequence was reported.

Manufacturer narrative:
Two of the 20 affected units of the rt235 breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report as soon as investigation results become available.